Event description:
The patient reported that the ok and down arrow buttons were sticking for several months and the patient had to press the buttons multiple times to get a response. The patient reported that the pump did have water in it. The patient reportedly wore the pump in a pump skin attached to a belt and cleaned the pump with a cotton ball.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the reported keypad issue was not able to be investigated as the pump was found to be damaged beyond investigation. Unrelated to the complaint, a cracked battery compartment was found during a visual inspection and moisture was noted behind the display screen. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The pump was found to have no power.